Manufacturer narrative:
Other applicable components are: product ID: 8781, lot# 0213632659, implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen at an unspecified concentration and dose via an implantable pump. The pump and catheter were implanted on (B)(6) 2017 and post-operatively that day the patient¿s computerized tomography (CT) scan showed an epidural haematoma. Cerebrospinal fluid was also in the pump pocket. No environmental, external, or patient factors could be determined. The epidural haematoma was surgically removed. At the time of the report the issue was resolved and the patient¿s status was reported as alive with injury which was noted as the epidural haematoma. The patient was still in the hospital in rehabilitation. The pump and catheter remain implanted and in-service and reported to be working properly. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient had recovered and left intensive care. There was no permanent injury associated with the event.